Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Patient weight not known, estimated weight of patient is (B)(6). Failure to follow steps. A femoral angiogram was not taken. A venous sheath was reported to be next to the arterial sheath during closing. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with ipsilateral femoral venous sheath during the catheterization procedure. Evaluation summary: the device was returned for analysis. The reported suture break was confirmed. It was reported no femoral angiogram was taken. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. Prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The device was used in the common femoral artery. The suture broke. A femoral angiogram was not taken prior to the procedure. The physician is trained in the use of the proglide device. A 6fr procedural sheath was used during the procedure. A second proglide device was used to achieve hemostasis.

Event description:
It was reported that an arteriotomy closure of the unspecified vessel was attempted using a proglide device after an interventional procedure. Reportedly, there was an issue with the suture. The method used to achieve hemostasis was not reported. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the entire procedure. The name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.